Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there was visible moisture inside the battery compartment. The pump failed a leak test due to a battery compartment crack. There were multiple unexplained pump reboot events observed in the device's black box. The pump was run on a 24 hour basal program for 3 days with no intermittent power occurences observed. The pump was opened and no further evidence of moisture was found internally.